Event description:
Info received indicates the siderail pulled out of the siderail mount.

Manufacturer narrative:
The technician found the plastic was stripped where the screws mount to the siderail. The siderail was replaced to repair the bed.